Event description:
Pt intubated for procedure without difficulty, during endoscopic ultrasound procedure loud "pop" heard by staff in procedure room. Endotracheal tube balloon found to be deflated and unable to be reinflated, so anesthesia emergently did timely ett [endotracheal tube] exchange d/t [due to] food in pts stomach. Anesthesia disposed of the product.